Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Approximately two months later a revision procedure was performed and the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the health care professional (hcp) indicated that the noise was able to be reproduced in clinic by having patient simulate reaching across his chest with his left arm to wash his right arm. The rv sensitivity was adjusted to 1 mv. The physician is planning to revise the rv lead in the near future.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition for several seconds in this pacemaker dependent patient. It was reported that the noise occurs when the patient washes their right armpit in the shower. The noise was unable to reproduced in the clinic. Boston scientific technical services (ts) recommended obtaining a chest x-ray. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion approximately 51 to 52 cm from terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported noise and oversensing was likely the result of the lead damage observed by the laboratory.